Manufacturer narrative:
The reported event of could not untighten the rv-setscrew to remove the lead was confirmed. Final analysis found that as received, calcified blood was filling the setscrew inset. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. Wrenches cannot penetrate the calcified blood. The wrench will just strip the portions of the inset it comes in contact with. When the calcified blood was removed from the setscrew inset a wrench could then be fully inserted into it and engaged the setscrew inset and untightened the setscrew.

Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, the set screw was unable to be removed from the pacemaker header. In the end, a bone cutter was used to remove the set screw. The pacemaker was explanted and replaced. No adverse consequences were reported on the patient.